Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and reported no audio output. Dexcom technical support requested that the patient test the alert functionality. Patient reported alerts did not function. At the time of contact, patient did not report any injury or medical intervention.